Event description:
It was reported the patient received inappropriate atrial tachycardia therapy and high voltage shock during atrial tachycardia with rapid ventricular response. The patient was asymptomatic. Programming changes were recommended. The patient was stable.

Manufacturer narrative:
(B)(4).